Event description:
After an implantation period of approx. 39 months, it was reported that the device showed an eri alert and the physician decided to explant the device. During this procedure it was observed that the lead was damaged after an implantation period of approx. 101 months and the lead was capped.

Manufacturer narrative:
The lead under complaint was not returned for analysis. Therefore, this report refers only to the analysis of the ICD itself. For analysis of lead data, please refer to our previous report from (B)(6) 2020. The ICD was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. At a next step the memory content of the device was inspected. The inspection revealed that the battery voltage temporarily dropped below the eri-threshold, which led to the automatic detection of the eri battery status and a notification via home monitoring to ensure patient safety. Furthermore, the data showed an inconsistency between the amount of charge taken from the battery and the battery voltage. Therefore, the device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The overall current consumption of the electrical module was directly measured and proved to be normal and as expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The microcalorimetry analysis showed a slightly elevated heat dissipation. In a next step, the battery was opened for destructive analysis. The inspection of the inner assembly identified damaged insulation, which led to the elevated internal self-depletion. In conclusion, the device was implanted for 39 months. The analysis revealed an elevated internal self-depletion within the battery. Based on the analysis all therapy functions of the device were entirely available while the device was implanted and in service.

Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing process for the ICD and the lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test of the ICD proved the device functions to be as specified. The returned picture and follow-up data have been analyzed. The picture confirmed a damage of the lead insulation in the connector area. The follow-up data also confirmed the activation of the eri battery status. However, based on the information available for analysis the root cause of these observations was not determinable. An analysis of the devices would be necessary. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.